Event description:
It was reported that during implant, the leadless implantable pulse generator (ipg) exhibited a drop in impedances. The physician opted to cut tether since sensing and threshold values were stable and impedance were within normal device limits. It was further reported that post implant, during an atrioventricular node ablation, the leadless ipg exhibited a rise in thresholds and was reprogrammed. However, approximately thirty minutes after the procedure, the patient experienced a drop in heart rate to the twenties and intermittent capture was noted on the device. Threshold had risen again. The leadless ipg was reprogrammed until it was then inactivated two days later and replaced by a transvenous device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.